Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was further noted that there was no drug in the pump. It was reported that the pump was ineffective for the patient¿s pain. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostic tests / troubleshooting performed included dosing changes. The issue was resolved. The patient was without injury regarding their status as of the date of the report (2020-feb-21). The patient¿s weight was unknown. The patient¿s medical history included chronic pain. It was indicated that the healthcare provider had no further information regarding the event. The pump was explanted and would not be replaced in the future. The pump was in possession of the company representative and was to be returned to the manufacturer. Additional information was received from a company representative (rep) indicated the patient reported to the clinic on 2019-apr-18 that she wanted an explant due to ineffective pain relief. The pump was received for analysis. No further complications were reported.

Manufacturer narrative:
Destructive analysis identified wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.